Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not able to be interrogated with rf telemetry. The issue was resolved after a successful firmware download. A slight drop in battery voltage was also observed due to a diagnostic anomaly. The device remains implanted.